Event description:
It was reported that difficulty crossing a lesion and a balloon rupture occurred. The target lesion was located in the moderately calcified ostium, entrance portion, in the saphenous vein. A 10mm x 4.00mm wolverine coronary cutting balloon monorail was delivered but was unable to cross the lesion. After dilatation was performed with a 2.0mm balloon, the 10mm x 4.00mm wolverine was delivered again, and it was able to cross. However, after the first inflation and before reaching the nominal pressure, the balloon ruptured. It was noted that the balloon may have been scratched or damaged when it was unable to cross the lesion. The procedure was completed with a 4.0 flextome cutting balloon successfully. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing a lesion and a balloon rupture occurred. The target lesion was located in the moderately calcified ostium, entrance portion, in the saphenous vein. A 10mm x 4.00mm wolverine coronary cutting balloon monorail was delivered but was unable to cross the lesion. After dilatation was performed with a 2.0mm balloon, the 10mm x 4.00mm wolverine was delivered again, and it was able to cross. However, after the first inflation and before reaching the nominal pressure, the balloon ruptured. It was noted that the balloon may have been scratched or damaged when it was unable to cross the lesion. The procedure was completed with a 4.0 flextome cutting balloon successfully. No patient complications were reported in relation to this event.